Manufacturer narrative:
The biomedical engineer contacted the technical assistance center (tac) for troubleshooting. The unit currently powers on without error. Tac communicated to the biomedical engineer that an e433 error can be caused by the footswitch. During troubleshooting, the e433 error did not reappear. The customer was aware that the footpedal should not be depressed during power up. Since the biomedical engineer was not present during the reported event, it is unknown what the caused the error. There was no error on the generator with or without the footswitch plugged in. The investigation is ongoing. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that he received a high frequency electro-surgical generator that had an e433 error. It is unknown if the error message occurred during start up or during a procedure. No patient injury was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The potential causes of the reported error e433 are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). 7 - a defective motherboard (adc, permanent fault). Olympus will continue to monitor complaints for this device.